Event description:
It was reported that the patient is experiencing pain and swelling in her right knee. Patient is also reporting that her right knee is darker in color than her left knee. Patient states that the incision site opened up and fluid discharged.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding incision site opened up and fluid discharged involving a unknown knee implant was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient is experiencing pain and swelling in her right knee. Patient is also reporting that her right knee is darker in color than her left knee. Patient states that the incision site opened up and fluid discharged.